Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the patient's generator was interrogated, low output current was seen as it only delivered 0.25ma. The output current was lowered as suggested. The output current issue was resolved, but low impedance was seen. The previous settings were programmed on the device. Output current was good but impedance was still low. Their physician reported that the patient does not appear to be experiencing any side effects, and there does not appear to be any loss of efficacy. X-rays were taken of the device and they reportedly did not reveal any fracture or obvious hardware issue. Positional interrogation of the device did not change the findings or fault. The physician believes the patient can feel magnet swipes, but they are non-verbal so it cannot be determined. There have been no clinical symptoms related to a loss of therapy. Internal generator was received and reviewed. The data was consistent with that of a stuck reed switch malfunction. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
A2 date of birth, corrected data: initial report inadvertently listed incorrect date of birth. F10 health effect - impact code, corrected data: initial report inadvertently did not include code f1001.

Event description:
Additional information received noting that the patient underwent a battery replacement. The explanted generator has not been received by product analysis to date.

Event description:
Additional information was received that the patient was seen in-clinic again with low impedance. The patient has been referred for surgery. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The explanted generator was received, and product analysis is underway.

Event description:
Product analysis was completed on the returned generator.